Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners damaged their gums, causing 2 large sores in their mouth. Patient contacted byte and was told to stop immediately and they need to see a licensed dentist immediately. The patient seen their dentist and it was recommended they stop they aligner treatment and do not use the device.